Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that two reservoirs were not pushing insulin through. Customer stated that they received a no delivery alarm and the alarm was resolved by a reservoir change. Customr was advised to call back if the issue reoccurs. Customer's blood glucose reading at the time of the incident was unknown. No product is being returned.